Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same day as onset, the patient was diagnosed with peritonitis and the patient began treatment for the event with inj. Gentamicin, 80 mg, once a day, intraperitoneally (ip) and inj. Vancomycin, 1 gram, every 5th day, ip (both for a duration of 14 days). The patient was not hospitalized for the event. Five days after onset, the peritonitis was resolved and the patient was recovered. At the time of this report, the treatments with gentamicin and vancomycin were ongoing and dianeal/extraneal therapies were also ongoing. No additional information is available.